Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse checked the all vacuum/suction values for the tip and cup pickup. All the values were within range. Next, fse verified the alignments for the back tip racks and cleaned the tip pickup, made adjustments to the tip top by adjusting the z-axis to go lower to pick up the tips, and ran tip pickup for macro for all four corners of all the six 6 tip racks successfully with no errors. Then, fse lubricated all movements of the sorter arm assembly and ran quality control (qc) to verify the analyzer. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 19octt2017 through aware date 19nov2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual; appendix 4 - error messages was reviewed. (B)(4) - no tip acquired by sorter. The aia-2000 operator's manual indicates that the 2207 no tip acquired by sorter error message is generated if no tip is detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). The operator is instructed to contact tosoh service center or local representatives. The most probable cause of the reported event was due to the tip pick up being set too high.

Event description:
It was reported that the customer received "2207 no tip acquired by sorter" during the pretreatment process with their aia-2000st analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), intact parathyroid hormone (ipth), bhcg, follicle-stimulating hormone (fsh), and luteinizing hormone (lh ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.